Event description:
Lead extraction procedure to remove 2 non-functional leads using a 16 fr glidelight. Tear to the svc occurred while extracting a linox sd60/16 #350053. Intervention commenced. Per the physician, rv lead was removed with the lld. Ra lead was cut and capped with lld remaining. The svc was repaired, however the patient expired. There were no product complaints. Concomitant device report for lld #1721279-2016-00043.

Manufacturer narrative:
Updated to include device and patient codes.